Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Two gore® viabahn® endoprostheses with heparin bioactive surface (13mm x 5cm and 11mm x 10cm) were implanted overlapping each other. Parikh rs, li s, shackles c, khaddash t. "Successful endovascular stenting of a bleeding external iliac vein mycotic aneurysm in an oncologic patient: a case report." Cvir endovascular 2021;4(1):55. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Parikh rs, li s, shackles c, khaddash t. "Successful endovascular stenting of a bleeding external iliac vein mycotic aneurysm in an oncologic patient: a case report." Cvir endovascular 2021;4(1):55. Case presentation: this case reports a bleeding external iliac vein mycotic aneurysm secondary to erosion of a chronic pelvic abscess, successfully treated with endovascular stenting, in an oncologic patient without alternative therapeutic options. Procedure: a 34 year old female was implanted with two gore® viabahn® endoprostheses in the external iliac vein. One month post procedure, the patient presented to the emergency department with new occlusive right femoral venous thrombosis extending through the stent to the level of the common iliac vein. A convertible ivc filter was placed and therapeutic anticoagulation was discontinued with resolution of hematuria.